Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is mishandled at an angle during retraction, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an additional fracture on the proximal shaft and a kink distal to the fractured location. This damage was likely incidental to the complaint and may have occurred during removal of the device from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure, in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter, a non-penumbra stent retriever, and a guidewire. During the procedure, the physician completed two passes using the catheter and velocity. Next, the stent retriever was advanced to the target vessel using the velocity. Subsequently, while retracting the velocity, the velocity was noticed to be fractured in two pieces at the midshaft. Therefore, the stent retriever was removed from the patient containing the distal half of the velocity. The procedure was completed using a new velocity, the same catheter, and the same stent retriever. There was no report of an adverse effect to the patient.